Manufacturer narrative:
This report is for an unknown pfna nail/ unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is sales consultant. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient underwent a revision surgery on an unknown date due to a broken long proximal femoral nail anti-rotation (pfna) nail. No further information provided. Concomitant device reported: unknown pfna blade (part # unknown, lot # unknown, quantity # 1); unknown pfna end cap (part # unknown, lot # unknown, quantity # 1); unknown locking screw (part # unknown, lot# unknown, quantity # 2). This report is for one (1) unknown pfna nail. This is report 1 of 1 for complaint (B)(4).